Event description:
Following coronary angiogram on 5/7/99 an angioseal was placed in the right femoral artery with excellent hemostasis. On 5/12/99 pt seen - had aching right groin. Exam looked fine. On 5/17 pt reported right leg became sore and cold. On 5/19 was noted to have intact groin site but peripheral right leg pulses were not manually palpable, were "dopplerable". Was started on coumadin and followed up. Had continued claudication and pulses not improved. Workup showed thrombosis of the femoral artery. Surgical thrombectomy was performed. The angioseal device was found to have migrated into the artery and was the cause of the thrombosis.